Event description:
International affiliate reports that a degenerative posterior scoliosis correction procedure was performed. During screw insertion, the surgeon felt the screwdriver slip and upon its removal noticed that the instrument's tip had broken off inside the screw head. The broken tip remains locked within the head of the implanted screw.

Manufacturer narrative:
No definitive conclusions can be made at this time. Depuy spine is awaiting return of the screwdriver for evaluation. Events of this nature can occur as the result of the application of atypical force upon the instrument during screw tightening. A follow up medwatch report will be filed if the evaluation of the returned screwdriver reveals something other than that which is stated above. Additionally, the instrument is made of stainless steel and although it is not implant grade, it is controlled in its manufacturing and specifications. In particular, it is resistant to corrosion in a variety of environments, including blood. Furthermore, the specification for the product requires a passivation process which further increases the material's resistance to corrosion. At this time the complaint is considered to be closed.